Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that the infusion set tubing came apart. The customer stated that he was not certain where he had 3 or 4 sites failed. The customer had high readings up to 500 mg/dl yesterday and 526 mg/dl in the morning. The customer's blood glucose was 141 mg/dl when he went to bed. Customer declined to troubleshoot for high readings. The product was not returned for analysis.